Event description:
It was reported that primary audible background test errors occurred. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 01 august 2022 via email and attached to complaint object: the error occurred during startup, not during use. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a crack on the right plunger case; the tamper seals were all intact. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The investigation was unable to determine the intermittent of the error. No external or physical damage was found on the speaker. Since no fault was found, no corrective actions were needed; however, the speaker was replaced as preventive measure. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.